Event description:
The customer stated there was an increase in (B)(6) results generated on the architect i2000sr analyzer. The customer future stated they were aware of the product correction letter for (B)(6) and confirmed they were not following the instructions in the letter. The customer's laboratory procedure is to repeat any (B)(6) results prior to reporting. No reported results have been questioned. No impact to patient management was reported. The customer agreed to attempt to segregate samples according to product correction letter instructions.

Manufacturer narrative:
(B)(4). Evaluation results: cross contamination was identified as a potential cause. Conclusion: insufficient active antigen is being coated on the microparticle with the current microparticle manufacturing process. An adverse trend in us customer complaints for architect (B)(6) assay (list number 6l21) regarding higher than usual (B)(6) results rate was detected on (B)(6) 2009. The investigation revealed the most probable cause for the increase rate of (B)(6) results is the (B)(4) which has a reduced potency that affects the architect (B)(6) performance. Insufficient active antigen is being coated on the microparticle within the current microparticle manufacturing process resulting in a performance that is characterized by lower calibrator 1 relative light units (rlu) values. As a result, the signal to noise ratio is shifted specially in the negative samples leaving the assay prone for false (B)(6) results and increases arch (B)(6) assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all (B)(6) samples.